Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received and investigated. The reported inability removing the lock line was confirmed. Additionally a knot was observed in the lock line. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and leaflets were grasped. When attempting to remove the lock line, after 20cm was retracted and one end was in the handle, resistance was felt and the line could not be removed. The clip was opened and the cds was removed and replaced. A new cds was used successfully. One clip was implanted, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.